Manufacturer narrative:
The customer did no accept the repair quotation. No additional information has been provided.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.